Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported pdm hazard alarm and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose levels of 27 mmol/l (486 mg/dl) with ketones of 0.7. It was noted that the personal diabetes management (pdm) generated a hazard alarm. The patient was treated with intravenous fluids, long-acting insulin and correction bolus.

Manufacturer narrative:
In the case description, the user mentioned receiving a pdm error that prevented the activation of a new pod. A pdm error of error code 05-310-0000-00000 was generated once the returned pdm was powered on. The reset button was pressed and the pdm was able to restart and clear the pdm error. The ibf downloaded from the pdm showed that the pdm error alarm was generated on (B)(6) 2023 at 23:21. During the investigation, the pdm was able to pair with an unused pod, deliver a 5u bolus at a range of 5ft., and deactivate the pod with no issues. Inspection of the internal components found no damages or deficiencies that would result in a hazard alarm. The exact cause of the pdm error could not be determined.